Manufacturer narrative:
Concomitant products: baxter 100ml bag of fentanyl in ns, (B)(4), p351882, exp jan 2018, therapy date (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fentanyl 1000 mcg/100ml was initiated at 12:38 pm and intended to infuse at 2.5 ml/hr but instead completed at 1:40 pm. The patient was on a ventilator and became hypotensive with a blood pressure of 106/54. Narcan was administered and the blood pressure returned to baseline immediately thereafter; there was no lasting harm. It was noted that a pivot latch screw appeared to be loose on the pump module.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not present and the latch pivot screw backed out. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that at 12:41pm on (B)(6) 2016 the device was programmed to infuse fentanyl 1000mcg/100ml at 2.5ml/hr. The infusion ran until it was paused and subsequently removed from the system at 1:40pm. The volume recorded as being infused during this period was 2.256ml. The starting volume of the fluid container cannot be determined through device logs. Although the latch pivot screw was observed to be backed out, the event log shows the module was assigned unit d. Unit d would be the last unit attached to the system and therefore there was nothing attached to its right side that would prevent the door from closing properly. Functional testing found the device to be delivering fluid within specification. There were no leaks observed with the primary set. The root cause of the customer¿s report of an overinfusion was not identified.